Manufacturer narrative:
Approximate age of device- 6 years, 1 month. The patient remains ongoing with the device. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2012. It was reported that during a routine visit, the patient reported a few short alarms at home while connected on mobile power unit (mpu). The vad coordinator noticed a few speed drops below 4000 rpm after the patient connected to the mpu. The system also alarmed in the hospital once on power module (ppm) and they decided to exchange the system controller and keep patient on batteries until they received a non grounded cable. No patient consequences were reported. On (B)(6) 2019, it was reported the patient has a history of driveline fatigue and has been supported on a non-grounded patient cable since december. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of speed drops below 4000 rpm while connected to the mpu and a power module could not be confirmed as no log files were submitted for evaluation. In addition, a specific cause for the reported events could not be conclusively determined through this evaluation as heartmate ii lvas, serial number (B)(6), is not available for investigation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. It was communicated that the patient reported experiencing alarms at home while connected to the mpu and the vad coordinator checked the patient¿s alarm history and saw a few speed drops below 4000 rpm. The alarms were described as red heart alarms. Based on previous complaint history, the reported events could be indicative of a potential driveline issue. It was decided to exchange the controller, and the patient was switched to an ungrounded patient cable. The exchanged controller was returned and fully evaluated. The reported event of red heart alarms was not confirmed. The downloaded log file did not contain any relevant data. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller was tested with both a power module and mobile power unit with no atypical alarms active. The system controller functioned as intended during analysis. The heartmate ii lvas patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. Both of these documents outline all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.